Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of device history records found these units were released to distribution with no related deviations or anomalies. Visual examination of the returned product identified here are no burrs or obstructions in the ringloc groove. There are signs of damage to the bearing where it was impacted against the ring. The ring is bent near the relief cut. In the returned condition, the bearing would be unable to assemble with the tray; therefore, the complaint is considered confirmed. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiples mdrs were filed for this event. Please see associated: 0001825034 - 2019 - 02888, 0001825034 - 2019 - 02887. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that surgical technique was followed and the correct instrumentation was used during the impaction of the humeral liner into the humeral tray; however, the liner would not seat into the tray, fully. The surgeon then tried to remove just the liner to replace it, but was unsuccessful. So, two new implants were opened for a successful surgery. No further information is available at the time of this reporting.